Manufacturer narrative:
Our field service engineer (fse) has investigated the reported ventilator on-site. Reported issue was not reproduced during on-site visit and no parts were replaced to solve the issue. The reported issue was confirmed in provided device's logs. Evaluation found several alarms for high pressure and low delivered volume. The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion, based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The cause of the issue has not been determined.

Event description:
The ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).